Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the region service center (rsc) replaced valves 66, 67, 77 and 78 previously. Siemens is investigating the event.

Event description:
Discordant, falsely depressed c-peptide results were obtained on an advia centaur xpt instrument. The customer stated the first test reported out by the advia centaur xpt instrument is always low. It is unknown if any of the discordant results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed c-peptide results.

Manufacturer narrative:
The initial MDR was filed on april 17, 2017. Corrected information (05/08/2017): the initial MDR was filed in error. There have been no discordant c- peptide results. The customer complaint was regarding a low troponin quality control result and not a patient result. Patient results were not affected.